Event description:
It was reported that during use in shoulder surgery, the tip of this suture hook broke off and had to be retrieved. This event occurred twice during the procedure and resulted in adding an estimated thirty (30) mins to the procedure. There was no injury reported and the surgical procedure was successfully completed with an alternate hook.

Manufacturer narrative:
Investigation results: to date, this product has not been rec'd for eval. A f/u report will be filed upon receipt and investigation of the product.